Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received shocks. Further follow up did not yield any additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead fractured and delivered inappropriate shocks. The lead was explanted and replaced.